Manufacturer narrative:
B3: event date is unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was when re charging the ins it got very hot almost burning their skin. This had been going on for months since they were getting eri. Pt claimed they had two belts and it was happening with both. Last night the pts ins battery died and when they got to recharge it would bring up an over heat signal saying it was too hot to charge so they would have to stop and put it back on, it had been going on for almost a year. Pt also reported their ins battery did not keep a charge more than 6 or 7 days at most the issue started about a year or 7 to 8 months ago, around the same time they were getting the message eri. Every time they go to charge it they get a message of eri guessing to call the doctor or something, it had been doing it for the last 6 or 7 months. Pt noted when they were getting the implant surgery it was like the death of them and without the ins they could not walk. If the pt even went a day without stimulation, they start getting crippled and can hardly walk, their legs would not work and pt would be in severe pain all the time. Pt noted when they first got the ins for the first part of the years, they felt the ins in their legs and now they could hardly feel it as of at least a year or so ago. The ins therapy was not very strong, it was like a dwindle or tiny buzz. Pt could not feel therapy unless they pinch their back backwards otherwise, they could hardly fell it in their legs. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported that they called last year because their belt broke. Patient stated they told the person that there was a sign coming up that had a doctor face that said "ems" or something so they told them that the battery wasn't lasting very long and they thought they needed to get it replaced. Patient said they were told by hcp they had to wait two more years before they could get implant replaced. Patient reported now they charged the battery and it said eos and it wouldn't turn on. Agent reviewed eos with the patient. The patient was redirected to their healthcare provider to further address the issue. Pt was upset and stated they can't walk without implant.